Manufacturer narrative:
Device was used for treatment, not diagnosis. It was documented in the initial medwatch report that the service and evaluation for the device was performed in the netherlands. Upon complaint review, it was determined that the device was service and evaluated in (B)(4). The reporter's information has been updated to reflect the correct information. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the trigger of the console device was broken, torn off. It was noted that the regulator was broken, and the front plate was broken. It was further determined that the device failed pretest for check function with all handpieces, check function electric pen drive (epd), check function of small electric drive (sed), check function 90,000-pen, check function of the sliding switch, and general condition. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.